Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that batteries depleted within a few hours of battery change. Customer's blood glucose was 600 mg/dl. During troubleshooting, it was found that customer did not wear sensor, customer did not receive weak battery alert, insulin pump did not have rechargeable batteries, insulin pump was not in vibrate mode, batteries were not previously used and remote feature was off. Customer was advised that battery cap would be replaced.